Manufacturer narrative:
Additional information: analysis of the returned device shows that visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Event description:
It was reported that a patient underwent an unknown spinal procedure. "During the milling procedure step the cutter suddenly stopped working. The cutter could be inserted into the disc space easily, it was not too tight. The cutter suddenly stopped turning when in contact with the end plates. Was replaced with another cutter to finish the milling step. There was no patient injury." No further details are known at this time.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.